Manufacturer narrative:
Evaluation: a user carton, labeled as containing iab s/n r1515445, was returned for evaluation. Visual inspection of the carton contents revealed an unused, sealed insertion kit and assorted user documentation. No iab was observed to be present within the box. Probable cause of difficulty: on 11/26/96, co was advised of an iab missing from a user carton. 1. Iab in question, s/n r1515445, was shipped to the distributor - on 7/23/96. It was part of a shipment of five iabs sent to this account to that date. Federal express documentation indicated that the total shipment weighed 12.8 pounds. 2. Serial number r1515445 did not appear on any other shipment in a check of our computer files, only on order #c29088. This type of complaint is extremely rare. Given our packaging and shipping process, it is extremely unlikely that a kit could be shipped without an iab, although our position is to assume the customer is correct. Below is a description of our packaging process: 1. Upon receipt of an order to ship, a user carton is assembled and an iab is taken from a carton of sterile iabs. This iab is placed, with an insertion kit, into the user carton. 2. Two corner labels are taken from label stock, and the serial number of the iab is copied from the y-fitting of the iab onto each corner label. The corner labels are then placed onto the user carton at opposite ends. 3. The user carton is then inspected by a second party to assure the serial number on the user carton label matches the serial number on the y-fitting of the iab in the carton. If the iab were not in the carton, the serial number could not be copied onto the corner label, or verified. 4. The carton is then taped closed and placed into the shipping carton for shipment to the account. 5. The serial number is copied onto the shipping order. The weight of this shipment (sent via federal express) is consistent with the weights recorded for similar iab shipments to other customers (via federal express). If the iab was not present in the user carton, the entire shipment would have weighed less. This scenario makes it extremely unlikely that a kit can be shipped without an iab.

Event description:
There was no iab in the user carton. Event complications: unk - reported 11/26/96. Pt's current status: unk - rpt'd 11/26/96.